Event description:
While ventilating patient prior to intubation utilizing mercury medical CPR 2 resuscitation bag, the oxygen tubing connected to bag became kinked, which occluded flow of oxygen to the device. Patient o2 saturation continued to drop, so a new bag was substituted.